Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire, a zipwire guidewire, and a contour stent were used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they tried gaining access the stone through the 18g needle, the hydrophilic tip coating of the zipwire guidewire detached inside the patient exposing the tip of the metal corewire. The detached portion came from the needle tip and was successfully retrieved from the patient. A countour stent was placed over the amplatz super stiff guidewire. As they pulled the guidewire, the distal tip and body of the guidewire unraveled exposing the tip of the metal corewire. The outside wiring on the wire itself unraveled inside the stent so the stent was not able to create a bladder coil. The stent was deformed by the wire. The procedure was completed with a new amplatz super stiff guidewire, zipwire guidewire, and contour stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the returned guidewire revealed that the coil was unraveled at the distal section, the distal tip detached at 144.7 cm from the proximal section. The distal tip and the ballweld were not returned the complaint is consistent with the returned guidewire since coil unraveled in the distal section and the distal tip was detached. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire, a zipwire guidewire, and a contour stent were used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they tried gaining access the stone through the 18g needle, the hydrophilic tip coating of the zipwire guidewire detached inside the patient exposing the tip of the metal corewire. The detached portion came from the needle tip and was successfully retrieved from the patient. A countour stent was placed over the amplatz super stiff guidewire. As they pulled the guidewire, the distal tip and body of the guidewire unraveled exposing the tip of the metal corewire. The outside wiring on the wire itself unraveled inside the stent so the stent was not able to create a bladder coil. The stent was deformed by the wire. The procedure was completed with a new amplatz super stiff guidewire, zipwire guidewire, and contour stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.